Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses (tgu404015/11409053 and tgu454515/11194454) to treat a thoracic aortic aneurysm. The aneurysm was resolved, and the patient tolerated the procedure. On or about (B)(6) 2013, computed tomography scan revealed a retrograde type b dissection in the descending thoracic aorta, proximal to the existing stent-graft system. The physician did not indicate what may have caused the dissection. On (B)(6) 2013, the patient was implanted with two additional ctag devices to treat the dissection. The dissection was resolved; however, a final angiographic run during the procedure revealed a proximal type I endoleak off of tgu404010/11222668. The procedure was concluded, and the patient tolerated the procedure. The physician will take a wait and watch approach in regard to the type I endoleak.